Event description:
I am a patient with type 1 diabetes using the omnipod 5 automated insulin delivery system. This device presents a critical safety concern because split/extended bolus functionality is completely disabled in automated mode. For individuals like myself, with brittle diabetes and unpredictable insulin response, the inability to deliver insulin over time is dangerous. Many meals require insulin to be spread out gradually. Without extended or combination boluses, I am forced to either: 1. Deliver the entire bolus up front, which frequently causes dangerously fast blood sugar drops (severe hypoglycemia risk, including seizures), or 2. Delay or reduce the bolus, which then results in prolonged and stubborn hyperglycemia several hours later when food is absorbed. The system's automated basal adjustments are inadequate to correct either problem. When hypoglycemia occurs, the pump slightly reduces basal insulin, but this is far too little to offset even a modest upfront bolus. When hyperglycemia develops hours later, the pump increases basal insulin slightly, but this is far too weak and delayed to bring blood sugars back to safe range. As a result, I have repeatedly had near-emergency situations where I had to consume very large amounts of sugar in order to prevent seizures and hospitalization. Hours later, I then experienced extremely high blood sugars that were very difficult to correct. This cycle is both unsafe and exhausting. This issue is made worse because omnipod training and many endocrinologists insist patients must only use automated mode. In my case, I was even threatened with dismissal from care if I chose to use manual mode and was denied safer alternatives including returning to multiple daily injections therapy. This effectively forces patients to choose between compliance with medical providers and their own safety. The lack of split/extended bolus in automated mode is a serious design flaw that endangers patients who rely on this feature to safely manage meals. It creates a foreseeable risk of severe hypoglycemia, hyperglycemia, seizures, diabetic ketoacidosis, and hospitalization. This risk is especially high for patients with brittle diabetes with unpredictable insulin response, variable digestion, or hypoglycemia unawareness. For safety, omnipod 5 should allow extended and combination boluses in automated mode or clearly warn patients and providers that this restriction may create severe risks in patients with variable insulin needs. As currently designed and marketed, the system places patients in preventable danger.